Event description:
A user facility reported that an electromechanical ambulatory infusion pump did not infuse during use. According to the complainant, the pump appeared to be working properly when the patient returned to the clinic, but there was no drug delivered. They also indicated that there was no injury associated with the event.